Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2018. Patient codes: (B)(4) - recurrence, urinary problems. It was reported that following insertion the patient experienced infection, recurrence, urinary problems and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2002 and tvt was implanted. It was reported that she experienced pain and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.